Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4mmx16mm enterprise2 vascular reconstruction device (encr401612, 9597730) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31351022) and could not pass through the microcatheter (mc). The doctor only retracted the stent alone and switched to a second new stent, a 4mmx16mm enterprise2 vascular reconstruction device (encr401612, 9403135) in which the same issue occurred. The doctor removed the second stent and microcatheter (mc) from the patient and switched to new devices to complete the surgery. The surgery was prolonged by about 20 minutes. Additional event information received on 15-oct-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 20-minute procedural delay did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and a flattened condition of 1cm was found from 2cm to 3cm from the distal end of the microcatheter. Additionally, the ID band showed stretched marks, and the threaded area of the luer hub seemed cracked. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint is confirmed due to the flattened condition at the distal end of the microcatheter. According to the risk documentation, the inability to deliver the therapeutic device to desire location is a potential issue that can occur during the insertion of the microcatheter into the rhv of guiding / intermediate catheter or sheath, and can result in the microcatheter getting damaged or kinked during use. The instructions for use (IFU) provides proper handling instructions to prevent such issue from occurring. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Although the ID band issue was not originally reported, a manufacturing investigation was performed to addressed such issue, resulting in the following conclusion: according to the information of the investigation so far, there are process controls of ID band content at supplier site, receiving inspection, warehouse, stockroom and manufacturing line, information of these controls was reviewed, and no issues were found, material was inspected and released as its intended use. The clean point of new ID band (without codman) was on march 2021, with a difference of three years (may 2024) until the manufacturing date of the reported fg lot, therefore, it is hard to believe that a remaining material from any of the stages could be mixed in the lot, therefore, with the information gathered so far, this investigation is determined as inconclusive. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4mmx16mm enterprise2 vascular reconstruction device (encr401612, 9597730) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31351022) and could not pass through the microcatheter (mc). The doctor only retracted the stent alone and switched to a second new stent, a 4mmx16mm enterprise2 vascular reconstruction device (encr401612, 9403135) in which the same issue occurred. The doctor removed the second stent and microcatheter (mc) from the patient and switched to new devices to complete the surgery. The surgery was prolonged by about 20 minutes. Additional event information received on 15-oct-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 20 minutes procedural delay did not result in a patient adverse consequence.